Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during use, a disconnection in the drain valve of the bag occurred on an unknown prismaflex set. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
Additional information: the actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures revealed that the drain valve of the bag was disconnected. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.